Manufacturer narrative:
The deformation of the implant during its placement is probably due to a manipulation error of the practitioner.

Event description:
During implant placement, the practitioner has damaged the implant head with its mandrel. Screwing or unscrewing the implant has become impossible. That is why, ultimately the practitioner decided to remove the implant the following week.